Manufacturer narrative:
The reported complaint of "the lcd display on the autopulse platform (sn (B)(4) showed white screen followed by blank lcd display" was not confirmed during the functional testing. No device malfunction was observed during the testing and the platform performed as intended. Upon visual inspection, no physical damage was observed. Unrelated to the reported complaint, noticed that the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The clutch plate was deburred to remedy the problem. The autopulse platform passed the initial functional test without any fault or error. Upon further testing, unrelated to the reported complaint, observed no brake activation while powering on the platform. It was noticed that the drive train motor got corroded at the brake housing area. The brake assembly was seized from corrosion and this will contribute to the brake activation problem. The corrosion at the brake housing area was removed using ipa (isopropyl alcohol). Also, after removing the front and the bottom cover of the platform, noticed blood ingress inside the platform. The interior of the autopulse required to have bio-cleaning. Fluid or water ingress can create water condensation on the lcd circuitry, which could have caused the lcd display problem. By the time the platform was returned for evaluation, the water condensation could have been evaporated. The lcd display worked as intended upon powering on the autopulse platform. The brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Following service, the autopulse platform passed the final testing without any fault or error.

Manufacturer narrative:
Zoll has received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
The autopulse platform ((B)(4)) performed compressions successfully during the call. The platform required cleaning after the call to remove the patients' blood. Upon returning to the station, the crew removed the patient carry case and shoulder straps from the platform. The platform was cleaned using soap and sprayed water using garden hose utilizing fog nozzle. The crew used wipes to remove the remaining blood from the platform that couldn't be flushed with water. After the platform got dried and while powering on, the lcd display on the platform showed white screen followed by blank lcd display. No patient involvement.